Event description:
It was reported that an asymptomatic patient presented to clinic for routine evaluation. It was noted the lv lead exhibited high impedance and unacceptable threshold. Resolved by reprogramming. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.